Event description:
The customer reported that this unit had run on battery power for three days. When the exhausted battery was inserted into this unit, the screen stayed blank. When the unit was plugged into ac power, the screen still stayed blank.

Manufacturer narrative:
The factory has not yet rec'd the device for evaluation and this complaint is still under investigation.